Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) on february 24, 2017. The local representative reported that during the implant procedure on (B)(6) 2017, the physician pierced the patient's bowel when tunneling from the xyphoid to the sternum. Two week later, the patient was admitted into the hospital due to sepsis. The patient was presented back to the electrophysiology (ep) laboratory for system removal on (B)(6) 2017. A boston scientific representative was not aware that the patient's bowel had been perforated until notified by the physician on february 23rd and was not present at the explant procedure.